Event description:
It was reported that during implant, the lead dislodged upon repositioning. The lead was not used and replaced with new lead. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).